Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21290. It was reported the pt experienced uncomfortable pocket heating at the ipg site while charging. As a result, she discontinued using/charging the ipg. A low energy replacement charger was sent to the pt. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raise awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.